Event description:
Since getting essure in (B)(6) 2012, I have suffered debilitating menstrual cramping and bleeding. Extreme fatigue and I have had joint pain that has left me unable to maintain the active life I once lived. I am so sad about all that has taken place in my life since essure. I wish I would have know then what I know now.